Event description:
A report was received that the patient was experiencing pain, burning sensation and tenderness at the ipg site. The physician advised that pocket tenderness was due to nerve endings. The patient was prescribed capsaicin and lidocaine patch.